Event description:
It was reported the patient experienced a headache post-trial procedure after 2 days of implant. The physician suspected a cerebrospinal fluid (csf) leak, and a blood patch was performed, and the lead was removed. Patient was in stable condition.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.